Event description:
Unexpected product returned. Note attached to product "ev2012 - 688263 cap leaking at connector site, cap filled with blood." There was no pt harm and no medical intervention was required. Customer did not provide any additional event or pt information.

Manufacturer narrative:
(B)(4). The affected product has ben received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.